Event description:
This rv lead was explanted due to high impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment. Additional cuts into the insulation were found between 38.5 and 35.5 cm proximal to the lead tip. The mentioned cuts probably occurred during the extraction procedure. The analysis showed that the insulation approximately between 20 and 28 cm proximal to the lead tip, the rv shock coil, the ring electrode and the fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances; the above-mentioned fibrotic growth is assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.